Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6); product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-feb-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 6.656 mg/ml via an implantable pump. It was reported that the patient underwent a pump replacement on (B)(6) 2024. The patient reported during his post-operative appointment today ((B)(6) 2024), that he went to the emergency room (ER) after replacement with the following symptoms: nausea, generalized weakness and ringing in ears. It was reported that the physician was following the patient's symptoms. It was unknown if there were any factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the pump being interrogated at the post-operative appointment. The pump was delivering medication and showing appropriate dose. There were no motor stalls in the logs. Actions/interventions taken included the physician managing symptoms. The pump settings were not changed. The issue was not resolved. The patient's 24-hour dose on simple continuous was unchanged following replacement. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the patient's symptoms had resolved. Additional information was a patient and health care provider (hcp) via a manufacturer representative (rep) stated that the patient underwent exploration of the pump pocket on (B)(6) 2025 with a physician at (B)(6). Upon opening the pocket, fluid was drained and sent off for analysis. After fluid was removed it was visible that the sutureless pump connector was disconnected from the pump. The physician inspected the integrity of the connector. The physician determined that the pump connector was intact. He declined replacing or revising catheter at this time. The physician reported no concerns for infection. The catheter was aspirated successful from the catheter access port (cap) chamber after connection. The physician decreased patient¿s daily dose and disabled the personal therapy manager (ptm) use at this time. The issue was resolved. Additional information was received from a healthcare provider (hcp) via a company representative stated that the pocket exploration was for ongoing symptoms. It was noted that the previous symptoms persisted.